Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that several weeks post implant the lead had dislodged and the patient was experiencing diaphragmatic stimulation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.